Event description:
On (B)(6) 2011, the lay-user/patient contacted animas and reported that he had been trending with low blood glucose (bg) levels overnight for the past couple of months. The patient also indicated that the on (B)(6) 2011, at 10:00 pm, he obtained a bg level of "98 mg/dl". He denied taking a bolus at the time. At an unspecified time later, the patient claimed that he received a low of prime warning. The patient reportedly unscrewed the cartridge cap, removed the cartridge, and then reinserted the cartridge while attached to the pump. The patient stated that he did not believe that he received extra insulin. By 1:00 am the next day, the patient claimed that his bg level dropped to "35 mg/dl." The patient drank a soda which helped to raise his bg level to "68 mg/dl" at an unspecified time. The patient admitted that he has been self-adjusting his basal rates. He also mentioned that he has been seeing his primary care physician who does not specialize in diabetes or has knowledge of pump. The patient was "choosing to decrease basal from 12a-10a to 0.9 units/hr." The pump was currently set to "1.2 units/hr." The animas representative involved in this contact advised the patient to consult with his health care provider regarding the low bg trends in the evening time. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed he suffered a low bg level suggestive of severe hypoglycemia. However, the patient's injury can be attributed to possible use error since the patient removed/reinserted a cartridge while attached to the pump. It was not verified if the patient received extra insulin during the time of concern and prior to the low bg event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.